Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy procedure, several firings were performed, but in the middle, when they set a new reload, the jaws froze in the closing status and was unable to moved. A new product was used to complete the procedure. There was no patient injury.